Manufacturer narrative:
(B)(4). Date sent: 2/16/2024. D4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. The manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during an unknown respiratory surgery, when opening the package and before loading into the device, it was found that the reinforce material had been broken on the applicator. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.